Event description:
Boston scientific received information that while simulation defibrillation threshold testing on this training implantable cardioverter defibrillator (ICD) the fault code 1005, open condition, resulted while the test right ventricular lead was connected. Connections were reported to be verified and the fault was cleared. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.